Manufacturer narrative:
Initial;l reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 6 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported and patient was good post procedure.